Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, the pump continued to infuse basal insulin whilst still dangerously hypoglycemic resulting in a seizure. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.